Event description:
It was reported that the home patient (hp) had a high drain 101 alarm on the homechoice (hc) and was feeling bloated. The hp stated that after the therapy the hp felt better. The hp did a manual fill of 2000 ml before starting the therapy. The initial drain alarm was set to 0 ml. The hp stated that the initial drain volume was about 30 ml. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. There was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event. A review of the event history log confirmed the reported occurrence of a high drain 101 alarm meeting increased intra-peritoneal volume (iipv) criteria. The device was determined to meet functional and electrical performance specification requirements. A series of simulated therapies were performed with no issues noted. Upon conclusion of the investigation, the cause of the reported issue was determined to be due to a false empty detect and use error, further specified as the initial drain alarm setting was inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation". A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.